Event description:
It was reported that the customer tripped and as a result the pump touch screen became shattered and unresponsive. The customer's blood glucose was 119 mg/dl. Reportedly, customer reverted to insulin injections for insulin therapy.